Manufacturer narrative:
Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. Per IFU# 700-096-004 instability is a known complication following total knee replacement surgery and is multifactorial in nature. Instability is listed as a potential adverse event associated with total joint replacement surgery in the product IFU (700-096-004). As noted in why are total knee arthroplasties failing today¿has anything changed after 10 years? (Sharkey, p. L. (2014s, september). The journal of arthroplasty, 29), instability is in the top five reasons for that account for approximately 85% of total knee revisions (7.35% of revisions are for instability).

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2016, a (B)(6) y/o, female patient with a bmi of 23.5, underwent implantation of a insert tib 2 11mm knee post stab cnstrn mod net cmpr mld. On (B)(6) 2019, approximately 31 months post implant, the patient underwent revision due to instability/ varus collapse.